Event description:
Could not interrogate this device on an ics 3000 or epr 1000. When bringing the wand would flash green and telemetry would intermittently be established, but could not be maintained. For example, the serial number or a few marker channels might be displayed. Tried interrogating in a different room, preselecting device from implant list, manipulating wand location, and increasing distance between wand and device. Tried resetting device, but the 'establishing telemetry' message appeared. Had telelemetry problems with the device at the last check approx a month ago, but eventually was able to perform some tests. The pt has had no exposure to high emi sources since implant. Recommended explant. Explant being scheduled and device will be returned to us.